Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred during transfer set flushing with an unspecified syringe. The transfer set had been in use less than six months and was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown. Therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.